Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a soundstar catheter and suffered a ventricular tachycardia and cardiac tamponade, which required pericardiocentesis and surgical intervention. It was noted that this patient had a medical history of sarcoidosis that may have contributed to this event. It was reported that while attempting epicardial access the patient went into ventricular tachycardia and a large pericardial effusion was noticed on intracardiac echocardiography. Prior to attempted epicardial access, they had created a cartosound map only. A pericardiocentesis was immediately performed and the patient was thereafter transported to the operating room for surgery. Patient status was unknown. Additional information was received regarding the event. There was no transseptal puncture performed. The event occurred while using a soundstar catheter and obtaining epicardial access. No ablation had been performed. The patient did require pericardiocentesis and opening of chest. There is no information about the hospitalization. The physician¿s opinion regarding the cause of this adverse event is that this is related to sarcoidosis.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: carto 3 system (model#m-4800-01 serial#(B)(4)). (B)(4).